Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that the staples appeared misaligned. The stapler was returned with 39 staples left in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Two more attempts were made, but no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. An attempt was made to manually realign the staples but the staples were unable to be realigned. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate this visistat jamming issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. The sample was disassembled and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
(B)(6) 2021 the staple was found jamming and could not be fired prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73c2000048 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021 the staple was found jamming and could not be fired prior to the patient.